Event description:
Review of svc data detected a reportable event. During servicing, monitor sn (B)(4) had a defective rear response button. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. As received, the rear response button was defective. Upon eval, the rear response button cable was detached from the connector. The cause for the defective response button was the disconnected cable. The root cause for the disconnected cable was unable to be positively identified. No adverse event resulted from the damaged response button. The last pt to use this monitor did not report any deficiencies.